Event description:
It was reported that a 71-year-old male patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. Cardiac tamponade occurred when during left atrium withdrawal, and before superior vena cava (svc) sinus map mapping. Atrial septal puncture was performed. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Drainage was performed, and subsequent ablation was discontinued. The procedure was terminated. There was no problem in the patient's consciousness level after drainage. The patient was able to clearly answer but will be followed up. The physician's stated that there is no direct relationship with the product. There were no abnormalities observed prior to and during use of the product. Additional information received indicated the adverse event was discovered during use of biosense webster products during the ablation phase. The physician¿s opinion on the cause of this adverse event is that it is not related with the bw product. The patient outcome from the adverse event is improved. A smartablate generator was used and transseptal puncture was performed; needle information was not provided (non-bwi product). There was no evidence of steam pop. No error messages were observed during the procedure. Real time graph; dashboard; vector; visitag force visualization features were used. Tag index color option was used prospectively.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30818123l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 02-nov-2022, additional information was received indicating the patient did not require extended hospitalization because of the adverse event. The patient¿s weight was 74.5kg, however no other relevant patient medical history was provided. The irrigated catheter was in the flow settings of, pre 2sec/post 2sec. During the ablation: 15ml/min for irrigated catheter was used in the event. Stsf catheter settings was selected on the generator and was correct. The pump flow setting was normally controlled by the generator. Parameters for stability were used on visitag module of range: 2mm, time: 3sec, force over time (fot) of 25%, 5g. No additional filter was used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).